Event description:
Related manufacturer reference number: 3006705815-2020-32233 and 1627487-2020-32977.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32233 and 1627487-2020-32977. It was reported that the patient was not receiving effective therapy due to one of the leads migrating downward. As result, the leads will be revised on a later date.